Event description:
It was reported, "while utilizing the system 2450 esu during a tonsillectomy, mode spray - set at 10 watts, the patient ended up with an oral burn. It is unknown if the patient received any treatment for the reported oral burn.

Manufacturer narrative:
The system 2450 is being held by the end-user facility in (B)(6). Conmed is attempting to have the device retrieved to conmed for evaluation. Conmed corporation is attempting to retrieve additional information regarding this reported incident. The end-user facility is conducting their own quality review of this event and has chosen not to share information until the completion of their review. The only information available is that during a tonsillectomy the patient received an oral burn during use of the system 2450 esu in spray mode at 10 watts. The extent of the injury is unknown and the treatment, if any, has not been shared with conmed corporation. The only other information we know at present is: 1. The pencil utilized in the procedure was a guardian disposable pencil, product # g2515h(rocker with ss blade) lot # 120401095 - this is not a conmed product. 2. The blade had an insulated tip. A supplemental report will be submitted to the FDA on the completion of the quality engineering evaluation. Not returned to conmed corp.

Manufacturer narrative:
The system 2450 esu, electrosurgical unit, is a device, in conjunction with connected accessories, that is intended to produce high-frequency electrical energy for the controlled destruction of tissue. The DHR, device history record, review showed that this device was confirmed by manufacturing documentation to have been produced according to manufacturer's specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The complaint device was not available for evaluation. The devices involved in the reported incident are being held by the end-user facility in order for that facility to conduct their own quality review of the event. The only information being shared by the end-user facility includes the following: during a tonsillectomy the patient received an oral burn during use of the system 2450 esu, serial number (B)(4), in spray mode at 10 watts. The extent of the injury is not being revealed, nor the treatment, if any, given to the patient. Accessories utilized with the system 2450 esu include: guardian disposable pencil, product # g2515h (rocker with ss blade) lot # 120401095 (not a conmed product), and the blade had an insulated tip (also not a conmed product). Numerous attempts have been made to obtain additional information from the end-user facility regarding the event and the circumstances surrounding the event; however, the facility is not cooperating in providing any additional information. The aorn (association of perioperative registered nurses) perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation iii, reads: "the esu and accessories should be used according to manufacturers' written instructions". Recommendation vi, paragraph 6 reads, "the active electrode tips should be securely seated into the hand piece. A loose tip may cause a spark or burn to tissue ... Tips should be used according to manufacturer's instructions". Recommendation vi, paragraph 10 further cautions that, "the active electrode should not be used in an oxygen-rich environment. Caution should be exercised during surgery on the head and neck near combustible anesthetic gases. The active electrode should be used as far from the oxygen source as possible. Fires, including airway fires, have resulted from the active electrode sparking in the presence of concentrated oxygen". One possible cause of this reported incident could be that the active electrode was not seated properly within the electrosurgical handpiece. An improperly seated electrode could caused the electrode to spark when activated during the tonsillectomy surgery. The spark could cause a minor tissue burn if it occurred within a very near proximity to the tissue. Usually the safest delivery of oxygen to a patient during a tonsillectomy is done through a cuffed endotracheal tube. The oxygen, along with flammable anesthetic gases if utilized, could possibly leak around the cuff of the endotracheal tube and create an oxygen-rich environment at the surgical site. A spark from the electrosurgical handpiece could also result in a flame within an oxygen-rich environment. This resultant flame could also result in the reported oral cavity burn. Safe and effective electrosurgery is dependent not only on the equipment design, but also on factors under control of the operator. It is important that the instructions supplied within the operator's manual for this device be read, understood and followed, in order to ensure safe and effective use of the equipment. The operator manual for the system 2450 esu in section 1.1.2, cautions for patient preparation, reads, "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. They may be present in the form of an anesthetic, life support, ... Or originate in tracheal tube or other materials". This incident may have resulted from the end-user of the devices not fully following the operator manual and operating within an oxygen-enriched environment. Without examination of the actual device, there is no conclusive proof that the suspect device failed to meet specifications during the procedural treatment of the patient. The suspect device is not conclusively at fault for the incident, the incident has been determined most probably user-related. The complaint investigation has not identified a manufacturing or component defect and the resulting injury has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed. If in the future any additional information is received of the end-user facility that changes this report, the complaint may be re-opened and a supplemental report submitted. Device and info being held by end-user.